Event description:
It was reported that data points were missing from the continuous glucose monitor graph. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.